Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Also, the reported impact to the head might have weakened the fixation of the active electrode and could contribute to electrode mobility. However, to determine an exact root cause a device investigation of the explanted device is necessary. Reimplantation was done, but the device has not been received yet.

Event description:
The user's hearing performance with the device was affected after a trauma to the head. The user has been reimplanted with a new device on (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Family reported that the user fell from a playground slide and banged his forehead to the ground. Re-implantation is considered.

Event description:
The user's hearing performance with the device was affected after a trauma to the head. The user has been reimplanted with a new device on (B)(6) 2024.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Also, the reported impact to the head might have weakened the fixation of the active electrode and could contribute to electrode mobility. The problems given in the recipient report appear to match the damage found.